Manufacturer narrative:
This report is submitted on 7 february 2020.

Event description:
Per the clinic, the patient experienced pain and infection at implant site, subsequently the patient was treated with antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
The product information has been added. This report is submitted on march 20, 2020.